Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient who experienced syncope presented in clinic. Upon interrogation, the right ventricular lead exhibited oversensing. Noise could not be reproduced in clinic. There are no sources of emi that could be identified. Other electrical values were normal. The lead was explanted and replaced. During procedure, the pulse generator was also explanted and replaced due to potential cause of the noise. The procedure was completely successfully. The patient experienced no adverse consequences.